Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected field: g2 (distributor should be unmarked from the initial medwatch), h6 - medical device problem code is being corrected to "2979 - material protrusion". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not reproduced. Based on the results of the investigation, the suggested event was likely due to stress of use, an external factor, or handling of the device. However, a definitive root cause could not be identified. The event can be inspected by following the instructions for use which state: instructions for gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
Metal wire was projecting out.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the colonovideoscope had abnormality on the outer surface of the insertion part. The issue occurred during preparation for use. There were no reports of patient harm.